Event description:
It was reported on the device repair request the "lens cloudy. It did not improve even if the lens surface was polished". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation foreign object inside the nozzle. This report is being submitted for the foreign object inside the channel found on device evaluation (handling, insufficient cleaning, reprocessing issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue of "lens cloudy. It did not improve even if the lens surface was polished". Device evaluation, service repair noted the visibility was observed to be cloudy due to internal humidity caused by handling. The zoom does not operate smoothly due to the malfunction of the zoom mechanism due to external factors. Furthermore, it was determined the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob found out of the normal state due to the elongation of the angle wire. Furthermore, service noted, due to handling (insufficient cleaning), the air and water nozzles found clogged and the draining function found to be reduced. A foreign object inside the nozzle was observed. Additionally, the following findings during device evaluation were noted : watertightness not maintained due to perforations in the secondary water supply channel caused by external factors. Scratches on the insertion tube due to external factors are observed. Peeling of the coating on the insertion tube due to handling observed. The electrical insulation of the tip found to be not maintained due to peeling of the curved rubber adhesive part. There are curved rubber scratches caused by external factors. The curved rubber bond noted cracked due to external factors. The curved rubber adhesive part noted missing. The curved rubber adhesive part noted cloudy. Scratches are found on the tip cover due to external factors. The insertion tube oredome is damaged due to external factors the adhesive part of the objective lens has come off due to handling. Due to handling, the adhesive part of the lighting lens has come off. Scratches are found on switch 1 ( sw1) due to external factors. Scratches are found on the operation part side oredome of the universal cord part due to external factors.. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.